Event description:
It was reported the patient presented in the hospital. During interrogation, it was discovered the right ventricular lead exhibited intermittent capture at max output. The right ventricular lead was capped and replaced on (B)(6) 2023. There were no patient consequences.